Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase pacing lead impedance and slight increase capture threshold were observed. The lead was capped and replaced successfully and the patient is stable.